Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown placed on the dental implant. Patient suffered from periimplantitis. Material analysis concluded inhomogenous machanical overloading of the implant. Fracture was caused by patient condition.

Event description:
Implant fracture.